Manufacturer narrative:
The investigation results of the returned pdm found evidence of dust and debris within the bg meter port. This had the potential to affect the functionality of the meter, possibly resulting in "erratic" bg readings, as reported. The presence of debris in the bg meter port is in no way reflective of any manufacturing or product related issue. It should be noted that the investigation found no evidence of any malfunction that could have caused or contributed to erroneous bg readings. The results of all bg reading test were found to be within the specified tolerance limits. The reported erratic bg readings are considered to have been caused by the presence of debris within the bg meter and not by any manufacturing or product related issue.

Event description:
The customer reported that the pdm has been "showing erratic readings" for over the past month. As an example, the pdm will "read 400mg/dl and a minute later, it will show 100mg/dl." This has been occurring more frequently and he therefore, "doesn't trust the pdm anymore." The device will be returned for evaluation.